Event description:
The device was used during a lapaposcopically assisted vaginal hysterectomy, reportedly, the knife bent and the staples disengaged into the pt's cavity. The surgeon was unable to retrieve the staples and completed the procedure without any pt injury.